Manufacturer narrative:
Other relevant device(s) are: (catalog number: esbf2314c103e, serial number: (B)(4), use by date 2019-10-17 and upn# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.1cm abdominal aortic aneurysm. It was reported that the patient had an occlusion which extended from the right limb up into the bifurcation device. As per the physician, the cause of the event is anatomy related caused by calcified arteries with poor outflow. The patient received treatment with limb thrombectomy and stent placement. No additional clinical sequelae were reported and the patient is fine.